Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) reported that after the implantation in 2016 everything was fine. After some time, pain arose when the implantable pulse generator (ipg) was running. When the device was turned off, the pain was gone. There were no impedances over 4000 ohms. The ipg was checked several times. Since the "jokes" did not go away, the surgeon decided to replace the system. After the exchange, the "jokes" were gone. The patient profits from the therapy. It was reported that the tined lead electrode was also replaced, but it was not available. The issue was resolved at the time of the report. The implant date was noted to be (B)(6) 2016. Additional information received clarified that jokes actually was pain. The physician had reprogrammed the stimulation setting multiple times and there was no effect on the pain. Therefore, they decided to replace the complete system. The cause could not be determined. After the replacement, the patient did not feel any pain. The ins would be returned on (B)(6) but the lead had been discarded by the customer. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #234703227: analysis information -- 2018-07-13 10:14:14 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.